Event description:
It was reported that while in use on a patient, this ht70 ventilator shut down and the ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e: japan medtronic personnel reported the event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. It was informed that third-party service provider tokibo (tkb) performed the evaluation. The tkb confirmed the reported issue and replaced the ht70 control board, single board computer, battery connector assembly and gasket. The unit passed all tests and calibrations as per manufacturer specifications. The investigation could not determine the cause of the event as the medtronic employee did not evaluate the unit. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: section d9 updated due to part return. Section h6 evaluation codes updated due to part return and evaluation. Method- remove b17 and add b01 result - additional code added component - remove g07001 and add g0201201 h3 device evaluation summary: updated due to part return and evaluation medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator shut down and the ventilation stopped. It was informed that third-party service provider (B)(4) (tkb) performed the repair. Tkb replaced the ht70 control board, single board computer, battery connector assembly and gasket. The single board computer, battery connector assembly and gasket were not returned to medtronic for failure investigation. One control board was returned to medtronic for failure investigation. The control board was attached to test ventilator but the unit did not power cycle on. The control board was removed and upon inspection c92 capacitor was found to be discolored and cracked. If a failure of the c92 capacitor occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a damaged c92 capacitor on the control board. Analysis determined that the control board serial number was prior to the implementation of a change to address c92 failures. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.